Event description:
The consumer reported receiving a burn to her back from the heating pad. She stated the pad itself burned and caused the injury. She went to a doctor who confirmed the burn. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.